Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's screen started to lock up and freeze. The insulin pump did not alarm when insulin was not being delivered. The customer's mother was unable to troubleshoot. His blood glucose level started to increase. Customer's blood glucose level was over 150 mg/dl. The device was not returned.